Manufacturer narrative:
Findings: pump passed the rewind, basic occlusion, prime and displacement tests. Pump received with stuck motor error alarm loop during bolus delivery and alarm confirmed in the history file. The motor tested outside to the pump device and passed. The motor may have had an intermittent failure that was not detected during our testing. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the pump had a motor position encoder error alarm. The blood glucose at the time of the incident was 7.5 mmol/l. The customer was hospitalized for hypoglycemia with a blood glucose level of 0.9 mmol/l. The customer was not wearing the insulin pump since (B)(6) prior to the hospitalization. The customer put on the device and received a motor error. The customer was treated with glucose tablets. The device was returned for analysis.